Event description:
The customer reported a filament regulator error message during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power conditioner was installed during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.